Manufacturer narrative:
(B)(4). The field service engineer (fse) was dispatched to the account and replaced the scc-f+ power supply on the architect i1000sr. A return was not available for the complaint; however, the fse provided file images of the scc-f+ power supply which confirm a localized area of charring on the part. A review of the architect serial i1sr53135 service history was performed and found no contributing factor on or around the date of the event. The fse resolved the issue through normal troubleshooting. There were no subsequent reports of smoke/burn of the f+ scc power supply after the part was replaced. A product labeling review found the architect system operations manual provides information regarding specifications and requirements, electrical hazards, and of electrical safety for the architect systems. A review found the 2016 ul certification memo contains adequate information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The observed damage to was small area inside of the power supply and did not spread to other components outside of the power supply. No adverse trends for tickets with replacements of the scc-f+ power supply were identified during the (B)(6) 2016 reporting period. No adverse trends were identified during the historical data review with respect to smoking/burned/sparking scc f+ power supplies. The complaint evaluation for the scc f+ power supply does not indicate a systemic issue or deficiency of the product.

Event description:
The account stated the architect i1000sr cpu generated visible smoke and a burning odor when turned on in the morning. The operator turned off the architect i1000sr cpu. No damage was reported. No patient involvement. No operator injury reported.